Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of "nodules", and "inflammatory flare" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected with juvederm® voluma¿ with lidocaine in the chin furrows. Four months later, ¿appearance of nodules sub-cutaneous". Patient treated with cortancyl 50mg for 5 days then 25mg for 7 days and diprosone cream. Hcp later reported patient had experienced a "new inflammatory flare", and was put back on corticosteroids. Symptoms ongoing.